Event description:
The complainant reported that an impellla 5.5 was placed on a patient needing/waiting a heart transplant. An impella defective placement signal occurred for a portion of support. The impella was also flipped towards the mitral valve and repositioning was unsuccessful. Additionally, the sterile sleeve was no longer intact, so tape was used to tape the sleeve to the white catheter. It was further reported that the patient had a cerebrovascular accident and computed tomography scans twice a day for three days were done. Due to these issues, the physician exchanged the impella 5.5 for a new one and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation into the reported issues has been completed. Neither data logs nor the pump were returned for investigation. Clinical details reported that the placement signal values on the console were very different from the readings from the blood pressure cuff, but no information was provided that would suggest a cause for the issue. Since the product was not returned for investigation, the root cause of the optical signal issue could not be determined. Clinical details reported that during an echocardiogram the angle of the pump had appeared to shifted toward the mitral valve. It also mentioned that a previous attempt to reposition the pump was unsuccessful, and no further information was provided regarding what may have caused the position change or how it was troubleshot. Since the product was not returned and limited clinical details were provided, the root cause of the positioning issues could not be determined. Data logs were not relevant to this complication and the product was not returned for investigation. Clinical details reported that the sterile sleeve had separated from its distal hub and was taped down to the catheter. However, it is not reported when or how the sterile sleeve became disconnected, and whether that involved tearing/excessive force. Since the product was not returned and insufficient clinical details were provided, the root cause of the product damage could not be determined. As this clinical information was not provided, the true root cause of the cerebrovascular accident could not be determined.